Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was removed due to staph bacteremia infection. The source was (B)(6) and was identified in the implantable pulse generator (ipg) pocket. No further patient complications have been reported as a result of this event.